Event description:
Homepatient (hp) reports the pt line tubing of homechoice set separated from the transfer set during initial drain of treatment of homechoice machine. Home patient had reconnected when system error 2240 alarm sounded. Home patient then discontinued treatment and set up new supplies to complete therapy. Home patient reports no pt injury or medical intervention as a result of incident.